Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer did not perform the proper air removal techniques. Customer performed a supply change to address the issue. There was no reported adverse impact on customer's blood glucose level.